Event description:
Country of complaint: (B)(6). The suture separates from the needle before use.

Manufacturer narrative:
Reported device not marketed in u.s.; however, similar device is. U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: (B)(4) open pouch. Reviewed the batch manufacturing record, this product had a normal process and results during the process. One thousand eight hundred thirty six units of this batch-code manufactured and distributed. There are no previous complaints of this code/batch. One open aluminum pack with only a needle inside was received for evaluation. There was neither support cardboard nor thread inside. Without a closed sample we cannot carry out an analysis to determine root cause. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.